Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision recommended. Asr xl acetabular system (right). Reason(s) for revision: alval / soft tissue reaction. Update - (B)(6) 2011: surgeon, date of revision & reason for revision.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4), reason for original complaint ¿ asr revision recommended. Asr xl acetabular system (right). Reason(s) for revision: alval / soft tissue reaction. Update - 13 oct 2011: surgeon, date of revision & reason for revision. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.